Event description:
It was reported that a flo-gard infusion pump had a clamp that would not enter. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Visual testing revealed that broken security clamps were left in the channel. The cause of the condition was determined to be slide clamp waste that was left in the safety/slide clamp assembly. To correct the condition, the security clamp waste was removed from the channel. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.